Manufacturer narrative:
Corrected data: product info was updated.

Event description:
Report rejected to seek guidance. (B)(6) 2022. It was reported that the cycle indicator led does not flash. No patient involvement.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. The manufacturing DHR is not relevant due to the age of the device and no fault was found.